Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise on the electrogram, and during provocation testing with arm movements, the noise was reproducible. The lead remains in use. No patient complications have been reported as a result of this event.